Event description:
Two cases were referenced in a journal article and reported the following: during balloon removal at 6 months, patient was intubated and balloons were removed endoscopically when copious gastric contents came from the patient's mouth and required continuous suction. The doctor noted food contents lodged in between the two balloons. The patients were discharged with no complications. Burbridge ma, coffman c.; "high risk of aspiration in patients with reshape intragastric balloon weight loss system"; anesth analg. 2017 feb; 124(2);703. Pmid: 28098700. While this article mentioned aspiration as a risk, there is no evidence that either patient experienced an aspiration of stomach contents into their lungs. Multiple attempts were made to reach out to the authors to obtain additional information but were unsuccessful.